Event description:
It was reported that t-wave oversensing (twos) was observed on the remote transmission. The patient presented to the emergency room where device reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).